Event description:
Prior to seeing a physician, the tampon user reported to the qa supervisor that she experienced pain when urinating after using the second tampon. She further indicated that this was during her first period after having a baby and that she had never used tampons before. The qa supervisor advised her to see a doctor. Rather than wait until her regular doctor could see her, the user went to an ER where urinalysis, blood test, and pelvic examination were conducted. The user reported that the ER doctor told the user that she has a cervical inflammation and prescribed pain medication and sitz baths.